Event description:
On (B)(6) 2023 the nalu group responsible for reporting was made aware of a total system explant. Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 and approximately four weeks after implant the patient developed an infection at the surgical site. Patient was prescribed antibiotics however the physician determined that the infection was not resolved and elected to remove the nalu system. Nalu was made aware of the infection on the date of explant.